Event description:
The customer reported to olympus that the rhino-laryngo videoscope had insufficient or incorrect reprocessing of the scope/accessory when used. The issue occurred during the demonstration. There was no patient involvement or impact associated with the reported event.

Manufacturer narrative:
The customer reached out to olympus technical assistance center (tac) and requested an olympus endoscopy support specialist (ess) visit the user facility. The ess was dispatched and completed reprocessing in-service training. The customer was also emailed a copy of the reprocessing manual. There was no correction needed as the scope had not been reprocessed for first-time use. Based on the results of the investigation, it is likely that the following led to the malfunction: misuse by the users/mishandling due to incorrect reprocessing and not following the instruction manual. However, a definitive root cause cannot be identified. This issue is addressed in the instructions for use (IFU): ¿rhino-laryngo videoscope - olympus enf-vh reprocessing manual¿ olympus will continue to monitor the field performance of this device.